Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and exchange of textured devices due to patient's concern with product. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported, right-side "lump" and "wrinkled" implant. Later, patient reported, ¿right side has a cyst with fluid in it." Healthcare professional reported, exchange of textured devices due to patient's concern with product as well as "fluid on right side." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical/technical event. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Seroma late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. White calcification in the surface of the shell. Observed two openings striated assessed as to surgical damage. No further actions are required as the device was implanted.

Event description:
Patient reported, right-side "lump" and "wrinkled" implant. Later, patient reported, ¿right side has a cyst with fluid in it." Healthcare professional reported, exchange of textured devices due to patient's concern with product as well as "fluid on right side." The device has been explanted and replaced.